Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement presented. The dislodgement was conclusively determined via fluoroscopy. No additional adverse patient effects were reported.